Manufacturer narrative:
Evaluation: method - the device history and sterilization records were reviewed. Results - review of the DHR found a nonconformance related to the product; however, the nonconformance was identified as a cosmetic issue. The product was replaced and approved for use. The DHR anomaly is not related to the alleged device complaint. Visual analysis of the lead noted bends on the lead segment outer tubing. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient ((B)(6)) received her scs system, including a percutaneous lead, on (B)(6) 2010. The lead was implanted at the radial nerve. It was reported that the patient is a surgical nurse, and during an operation she was working with a monopolar device and experienced an overstimulation sensation in her forearm. The stimulation was allegedly turned off. Since the event, it was reported that the lead would no longer function. The patient reported that when she twisted her wrists, she felt the overstimulation sensation. Diagnostic tests exhibited invalid impedance readings on all lead contacts. The physician explanted and replaced the lead with a different model on (B)(6) 2011. Follow up on the patient found that the issues have resolved since the lead was replaced. No further patient complications were reported.